Event description:
(B)(4). Teeth are starting to have to be pulled out. My hair is falling out. All my bones hurt. Sex hurts. Sharp pains on left and right side daily in my pelvic area. Can't sleep. My bleeding is horrendously bad. And the cramps that comes with that is just as bad.